Event description:
The pump was replaced prophylactically. It was returned for disposal only.

Manufacturer narrative:
(B)(4): the pump had acceptable dispense accuracy. No significant events were recorded in any of the pump logs while the pump was in the field. However, a low battery reset occurred in the analysis lab during decontamination procedure. Battery failed the battery resistance waveform test with a high resistance of 1470 ohms. The primary analysis finding was s2 battery resistance high.